Event description:
It was reported that stent dislodgement occurred. The 4.0 x 38 mm synergy xd drug-eluting stent was selected for use. Before entering the body, the stent came off the balloon. There were no patient complications.

Manufacturer narrative:
The synergy xd mr us 4.00 x 38mm stent delivery system was returned for analysis. Visual inspection revealed no issues with the hyptube shaft, outer/mid shaft section, or the inner lumen of the device. Microscopic examination revealed no issues with the stent profile, balloon profile, stent positioning, or tip profile. The undamaged crimped stent od (outer diameter) was measured within max crimped stent profile measurement. No device issues were identified during returned product analysis.

Event description:
It was reported that stent dislodgement occurred. The 4.0 x 38 mm synergy xd drug-eluting stent was selected for use. Before entering the body, the stent came off the balloon. There were no patient complications.